Event description:
The rptr did meter to lab comparison tests, side by side. The results were 320 mg.dl on the meter (capillary test), and 260 mg/dl on the lab test (venous). Rptr did not have any symptoms. The rptr has had the meter for 2 weeks. A control solution test was in range, 3 points under the high end of the range (no speicifics were given). No harm was alleged.